Event description:
This is the same patient associated with reports 2024601-2006-00579 and 2024601-2006-00578. The skintest was administered after the adverse events associated with reports 2024601-2006-00579 and 2024601-2006-00578 had occurred. Patient reported collapsing within minutes of test. Symptoms treated with injections of adrenaline and hydrocortisone, followed by oral prednisone.